Manufacturer narrative:
(B)(4). Examination of the returned device revealed that the needle was broken in two {2} pieces. The protective sheath was bent at the point where the needle was broke in two {2} pieces. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 20oct2014. It was reported that during a treatment procedure, the arterial entry needle (en) -18 was found bent when it removed from the package. The procedure was completed with another of the same device. However, device analysis revealed that the needle was broken.